Event description:
Pt burned in surgery. Additionally, account stated the pt came in the operating room for a bilateral breast mammoplasty augmentation. The pt sustained second-degree burn over the inner pole of the left breast intra-operatively from the metal component of lighted retractor. The physician first treated the burn with bicitracia, but later changed to silvadene cream, after realizing the burn was worst than he first thought. Pt discharged later the same day; burn follow up by plastic surgery.

Manufacturer narrative:
The device was not available for eval and the lot number was not provided. Without the lot number, the device history could not be reviewed, the failure could not be confirmed and the cause of the failure could not be determined. No upward trend has been detected for this failure mode on this product. If more info is learned, a follow-up report will be filed.